Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker and right ventricle lead exhibited undersensing episodes, inadequate capture and low pacing impedance. No intervention was performed. The patient was in stable condition.